Event description:
Healthcare professional reported left side "severe nipple hypersensitivity" not related to the device. Healthcare professional additionally reported left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on anterior side assessed as surgical damage and missing shell assessed as inconclusive. Nipple sensation increase/decrease-ndr: not applicable as the event is not related to the device. Additional observations: creases were observed. Observed 40 mm dark patch edge material inside gel device. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side "severe nipple hypersensitivity" not related to the device. Healthcare professional additionally reported left side rupture. The device has been explanted and replaced.